Event description:
The customer reported what appeared to be a diluent leak of unknown amount from the area above the white blood cell (wbc) bath of the coulter lh 750 hematology analyzer while running controls. The customer indicated that control results were not affected by the leak. The leak was not contained within the instrument. The operator was wearing eye protection, a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated for this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed a diluent leak from worn tubing from normally open side of pinch valve (vl12b). The affected tubing was replaced, resolving the leak. The fse also found a broken pinch valve (pv4c), which was also replaced as part of preventive maintenance. Service activity performed met established performance specifications. The failure mode of the leak was related to worn tubing through pinch valve (vl12b). Beckman internal identifier number for this report is (B)(4).